Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician could not verify the customer's reported issue. The ventilator passed all testing and met all carefusion manufacturer specification.

Event description:
The customer reported model lap top ventilator 1200 oxygen output is low. When the unit is set to 60 percent, output is 42 percent. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.